Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the customer had difficulty inserting needle into the plug. The following information was provided by the initial reporter. The customer stated: "inner plug protrusion".

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper assembly was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly based on photos only. Bd was not able to identify a root cause for the indicated failure mode." H3 other text : see h.10.